Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low out of range high impedance measurements on the right ventricular (rv) lead. Oversensing intermittently was also noted. Additionally, noisy signals oversensed were also noted on the right atrial (ra) lead, which led to inappropriate atrial tachycardia response (atr) episodes. Noisy signals on the shock channel were also observed. Technical services discussed possible causes and further review was recommended. Additional information received indicated that this ICD delivered several anti-tachycardia pacing (atp) episodes and electric shocks. Upon review, it was noted that the atp delivered no converted the rhythm, and then several inappropriate electric shocks were delivered to convert the rhythm. Undersensing of the ventricular tachycardia for a few beats was observed. Noise oversensed on the ra lead was noted again, which was suspected to be caused by an insulation issue. Reprogramming efforts were discussed and recommended. At this time the product remains in service and no adverse patient effects were reported.